Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump found the pump bulb was worn but did not find evidence of leaks. The reservoir was functionally and visually examined and identified wear at the fold in the reservoir shell without evidence of leaks. The wear of the pump and reservoir would not affect the functionality of the device. The cylinders were visually and microscopically examined, which identified that one of the cylinders was cut in half at the proximal end of the cylinder body and the other cylinder presented a leak from a hole consistent with sharp instrument damage. Based on the information available and analysis results, the cylinder hole was a result of sharp instrument damage which likely occurred upon explant; therefore, the most probable cause for the reported event could not be confirmed and the conclusion code of cause not established was chosen.

Event description:
It was reported that a patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not functioning properly. Upon inspection, the physician found the right cylinder was ruptured. A new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported.

Event description:
It was reported that a patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not functioning properly. Upon inspection, the physician found the right cylinder was ruptured. A new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported.